Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the cadiere forceps instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. An instrument log review for the cadiere forceps instrument (lot number: k10240104-0086) associated with this event was performed and showed that the instrument was last used on 28-oct-2024 on system sk4169. The instrument had 14 uses remaining after last use. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, the cadiere forceps instrument had a partially broken wire that touched the patient¿s lung causing bleeding. The estimated blood loss was approximately 5mls and resolved by applying compression. The instrument was inspected prior to use and there was no damage or anything out of the ordinary observed. There was no report of an instrument collision or fragment fall into the patient, and it is unknown if there were any cables protruding from the distal end of the instrument. The instrument issue was resolved by using a backup cadiere forceps instrument; the procedure was completed robotically and there were no post-operative complications.

Manufacturer narrative:
Updated sections: d9, h2, h3, annex codes: g, b, c, and d. Device evaluation: intuitive surgical, inc. Received the cadiere forceps instrument to perform failure analysis (fa); fa confirmed and replicated the customer reported complaint. The instrument was found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h11 for follow-up information.